Event description:
It was reported that during the implant procedure, the lead failed dft testing. The lead was replaced with no further issues. The patient condition was good following the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
.